Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances and loss of capture (loc) in bipolar configurations. Lead fracture is strongly suspected as the root cause. The device was programmed pace in unipolar configurations in the rv lead and the issue was solved. It was mentioned that after reprogramming there is no plan to revise the lead at this time. No additional adverse patient effects were reported.